Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient cut their transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient cut their transfer set with scissors. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.